Event description:
Related manufacturing report number: 2017865-2023-40490. During an in-clinic follow up, failure to capture was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. During the revision procedure, it was not possible to remove the lead from the header of the device. The lead was capped and a new lead and device were implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture and ¿unable to be unscrewed and removed from device¿ were not confirmed. As received, a partial lead (connector portion) was returned in one piece. During electrical testing the lead failed hi-pot test due to procedural damage at the cut end of the lead. X-ray examination did find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Dimensional analysis of the connector pin, front seal, connector ring and connector boot were within specification.